Manufacturer narrative:
On 09/25/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample, it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation procedure with a mentor memoryshape breast implant 495cc gel breast prosthesis (left breast) and a mentor memoryshape breast implant 440cc gel breast prosthesis (right breast) developed capsular contracture in both breasts (baker grade unknown in her left breast, baker grade iii in her right breast). As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 495cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the left breast prosthesis.